Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg approximately from 420 to ¿high¿ mg/dl. To address the high blood glucose, the customer administered correction boluses via the pump. The customer did not require third-party assistance. Ultimately, the customer resolved the issue by changing the infusion set and cartridge, then resuming insulin administration.